Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was impossible to detach from the catheter to deploy. Following the deployment failure, the clip reopened automatically. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code 2906 captures the reportable event of clip failed to release from the catheter. Block h10: investigation results the returned resolution 360 clip was analyzed, and a visual evaluation noted that the clip assembly was returned with its arms in open position. It was observed that the handle was disconnected from the clip assembly, so it was not possible to close the clip arms. Microscope examination was performed; the device had evidence of multiple crimp marks on the bushing and the yoke was detached from the control wire, confirming the deployment failure that was reported. No other issues with the device were noted. The reported event was confirmed. This failure is likely due to problems traced to manufacturing process. Therefore, the most probable root cause is manufacturing deficiency. An investigation is in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A review of the instructions for use (IFU) and product labeling was completed and did not reveal any evidence of device misuse or that the device was used in a manner inconsistent with the labeled indications. Block h11: correction: e1 (MFR site address 1, MFR site address 2, MFR site email).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a colonoscopy procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the clip grasped and locked onto tissue, but was impossible to detach from the catheter to deploy. Following the deployment failure, the clip reopened automatically. The procedure was completed with another resolution 360 clip device. There were no patient complications reported as a result of this event.